Event description:
On (B)(6) 2010, patient reported he received an e4 (occlusion) error while attempting to bolus. Patient is new to pump therapy. Had patient prime through the infusion tubing; was successful with no error messages. Advised patient to change out his infusion site. Patient stated the cannula is a little bent. Had patient insert a new infusion site, connect the infusion tubing, and then bolus the remaining amount of his intended bolus. Reviewed proper site rotation. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.